Manufacturer narrative:
(B)(4). The proximal main device (likely the vamf3434c150tu) was positioned beginning near the bottom of the arch, and the distal end of the distal main device (likely the vamf3636c150tu) was located ~2cm above the celiac artery; there was ~10cm of component overlap. The stent graft was essentially straight and patent. Beginning ~2cm caudal to the lsa, a 5cm diameter x 6cm length dissection tear or pseudoaneurysm was observed within the arch. The tear terminated (or originated) near the level of the bare springs of the proximal main. No dissection was observed within the ascending thoracic or great vessels. The healthy proximal neck diameter between the lsa and tear measured 31 ¿ 30mm. The proximal stent graft diameter (at the proximal bare spring) measured ~32 x 33mm, at the 1st covered stent was 34 x 35mm, and at the distal margin of the distal main was 36 x 38mm in diameter. The t horacic diameter just above the celiac artery was 32mm. No endoleak or any other stent graft issues were observed. The exact cause of the tear or pseudoaneurysm could not be determined from the films provided. The anatomy at implant is unknown, and the initial post-implant coverage of the thoracic lesions could not be performed. Earlier follow-up films were not available for review and comparison. It could not be concluded (or ruled out) if the tear may have originated near the bare springs of the proximal device. Films during the stent graft intervention which covered the tear were not provided.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a 50.3 mm diameter ruptured thoracic aortic aneurysm, an ulcer and a 67 mm length dissection. The proximal aortic neck measured 30.8 - 29.6 mm in diameter and 23.5 mm in length. The distal aortic neck measured 34.6-32 mm in diameter and 220.5 mm in length. It was reported that the patient presented with pain. A CT scan done revealed a tear in the aorta proximal to the stent graft. Per the radiologist, a pseudo-aneurysm had developed. The patient was admitted to the hospital and the patient's pain escalated. Another CT was done and showed that the anatomy was unchanged. Due to patient's increased pain and elevated blood pressure, an emergent surgery was performed. It was noted that the patient had approximately 2.4 cm of healthy aorta distal to the left subclavian artery. The physician implanted one valiant stent graft proximal and two valiant stent grafts distal to the already implanted stent grafts. Final angiogram showed that the tear was covered, and there was no endoleak observed. Per the physician, the cause of the tear or the pseudo-aneurysm was unknown. No additional clinical sequelae were reported and the patient is fine.